Manufacturer narrative:
This report is filed june 28, 2016. (B)(4). Device not received by manufacturer.

Event description:
Per the clinic, the device ws explanted on (B)(6) 2016. The patient was not reimplanted with another device. The patient was treated with oral and topical antibiotics prior to explantation on (B)(6) 2016 (duration unknown).